Event description:
Per clinical review: on (B)(6) 2019, roller pump in the sucker position was set up according to institutional protocol and the occlusion was set, per protocol. The roller pump was being used as a double loaded sucker. During the procedure, the perfusionist noticed that the pump was losing occlusion slightly, and to mitigate the issue, the team had to periodically adjust the occlusion on this roller pump. The incident did not delay the surgical procedure. There was no harm or blood loss associated with the event.

Manufacturer narrative:
Updated block: event description.

Manufacturer narrative:
The reported complaint was confirmed. Per supplier evaluation, the parts conformed to the print specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed there to be a loss of occlusion, likely due to a defective guide collar cam block assembly. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) did not verify the reported issue. He removed the pump from the base. The suspect device was returned to the manufacturer for evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the pump being used in the sucker position was losing occlusion. The perfusionist reoccluded the pump. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.